Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information this coil detached itself during the coil treatment of a small, saccular anterior communicating artery aneurysm. It was reported that the physician implanted nine coils and reported coil was used as a last coil. After repeated attempt the physician did not achieve the desire position. The physician decided to withdraw the coil and found the coil had been stretched and was detached by itself. The physician replaced it with another coil and finished the procedure. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer- additional information the device was returned for evaluation. However, after analysis of the returned device the clinical observation could not be confirmed. As received, the implant coil was stretched and had lost its original shape with the polypropylene filament intact but it was still attached to the pushwire. The pushwire was found to be bent at the proximal end. The product received did not match the complaint description. As a result, follow-up was conducted for additional information and to verify the correct device was returned without success. It is possible that the implant coil became stretched due to the repeated re-positioning reported by the customer. Regarding the pushwire bend it is possible that the pushwire became bent when returning the product for evaluation, as it was not reported during the event. All coils are 100% inspected for damages and irregularities during manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.